Event description:
Additional information was provided indicating that the iol was exchanged due to glare and a refractive error.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an unspecified cartridge, an unspecified handpiece and unspecified viscoelastic. It is unknown if qualified products were used. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that 8 days following an intraocular lens (iol) implantation procedure, the iol was exchanged for a different lens model and a half a diopter difference of power. Additional information has been requested.